Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep cleaned the generator boards, and adjusted the voltage of the generator supply. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system rebooted and locked up after using the vertical lift column. No pt injury was reported.